Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device. Proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use.the electronic patient record was downloaded for review. The patient record indicated that the device sync function was not turned on prior to delivering the 200 joule shock to the patient. As a result, the shock was asynchronous and caused the patient's ECG to convert to vf. The patient record further indicated that a second 200 joule asynchronous shock was administered to the patient approximately 16 seconds later which converted the patient's heart rhythm to a viable state.a clinical review of the patient event was performed by physio-control where it was determined that the device use did contribute to the patient's deterioration and, as a result, required further medical intervention in order to restore the patient's heart rhythm to a viable state. The clinical review concluded that the cause of the reported issue was due to a use error.

Event description:
The customer contacted physio-control to report that during a patient event, their device shocked a patient inappropriately when attempting to administer a synchronized defibrillator shock. The device user advised that the device sync function was active, but did not appropriately synchronize to the patient¿s ECG rhythm prior to a shock of 200 joules being administered and, as a result, the patient went into ventricular fibrillation (vf). After the patient went into vf, the device user administered a second defibrillation shock of 200 joules to convert the patient back to a normal sinus rhythm. The patient had been in a procedure in an electrophysiology lab at the hospital and was being monitored through the defibrillation therapy electrodes while the device was in manual mode. The reporter, a biomed, further indicated that, based on the printed ECG strip he had from the event, it appeared to him that the device sync function was never activated. The patient did survive the event. No further details about the patient, or the event, were made available.